Event description:
User called into emergency support program line to request and report issue during use in which sensation plus 40cc intra-aortic balloon (iab) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Nurse pressed the fill key and the pump then resumed without alarm. There is no blood in the helium tubing and the insertion site is femoral. Esp team discussed potential reasons for the alarm such as a leak, kinks, or location of the iab. Esp team suggested that they may see the alarm again, and to observe the helium tubing at least hourly for blood and if each time the alarm happens. If the alarm persists esp team suggested tilting the patient, and obtaining a chest film. The alarm did not happen again during their r conversation and he had no more questions at this time.